Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the forceps cover glue peeling is due to external force applied to the distal end, which may have led to the detachment of the adhesive at the tip. In addition, since some external force was applied to the acoustic lens, the acoustic lens might have been damaged, resulting in scratches. As stated on the instructions for use and as a preventive measure: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the the distal end is broken and the adhesive is peeled off and there is a deep scratch in pink colored coating of the ultrasound probe. Additionally, the reported leak was confirmed as the scope was leaking at the water bottle port due to breakage of the connector and leaking at a loose elevator knob. The insertion tube was noted to be deformed/smashed between the 40cm and 50cm indicator and cosmetic scratches on the light guide tube. The scope was repaired to standard specifications and returned to the customer. The scope has had two previous repairs in the past year as a result of channel/bending section leaks on the scope. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus service center (oci) was informed that during reprocessing, the evis exera ii ultrasound gastro-videoscope failed the leak test. No patient involvement was reported.